Event description:
It was reported that, "during the revision surgery, the surgeon could not remove the pca head from pca stem. Because it was locked too tightly. As a result, when the surgeon was trying to remove the pca head from the pca stem, the pt's femur was fractured. The surgery was complete to use non stryker brand (jmm)."

Manufacturer narrative:
Also unknown pca stem was reported. The reason for revision was not provided. Summary of eval: the root cause of the femoral fracture and the pca head being locked on the stem could not be determined, as insufficient info was provided. The lot code and catalog numbers for the reported devices was not provided. The x-rays and medical records were requested, but not provided. If add'l info becomes available then it will be submitted in a supplemental report.